Event description:
It was reported that the patient was experiencing a sharp pain with shocking, jolting, and undesired sensations going down the legs. The patient believed the issue was coming from the implantable pulse generator (ipg) and went into the emergency room, however, the physician confirmed that it was not spinal cord stimulator (scs) related. The patient was receiving adequate coverage of pain areas, and no further course of action will be taken related to the device.